Event description:
Related manufacturer reference number: 2017865-2021-21215 new information noted that the patient presented in-clinic. It was noted that the right ventricular lead noise was reproducible with pocket manipulation. The patient was scheduled for a potential rv lead revision. On (B)(6) 2021 the patient presented for a lead revision. During the procedure, intermittent lead noise was observed while the implantable cardioverter defibrillator was still in the pocket. However, on removal of the device no further noise was observed on the v sense channel. Numerous attempts were made to reproduce the lead noise with manipulation of the header and the lead itself. Without a definitive reason for the lead noise the physician decide that both the lead and device required replacement. The device was explanted and replaced. The lead was capped and replace on (B)(6) 2021. The patient remained stable throughout.

Event description:
New information noted that non-sustained right ventricular over-sensing was observed remotely via merlin.net. Review of transmission revealed lead noise. The patient was in stable condition. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that rv oversensing was observed via remote transmission. Review of transcripts revealed lead noise. The patient presented in clinic on (B)(6) 2021 and the noise could not be reproduced with isometric maneuvers and no further episodes of lead noise had been observed since (B)(6) 2021. No intervention was performed. The patient was in stable condition.